Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was in pain and the problem was essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix inflammation ("cervix is inflammed") and burning sensation ("burning in my legs") and was found to have weight increased ("I was (B)(6) now I am (B)(6)"). The patient was treated with surgery (removed coils only). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, cervix inflammation, burning sensation and weight increased outcome was unknown. The reporter considered burning sensation, cervix inflammation, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- cervix inflammation, burning leg, pelvic pain female, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : case became serious incident. Essure removal. Details added. Reporter added. Fup 1 and 2 processed together. On 29-apr-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.